Event description:
It was reported that a bd pyxis¿ anesthesia station es when user opened the drawer medications was not shown. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed to trigger the map and required manual medication retrieval. A field service engineer (fse) found a damaged magnet on the matrix drawer, powered down the machine, and replaced the magnet. Initially, the drawer did not register as open, but after verifying the sensor and repositioning the magnet correctly, the issue was resolved. The drawer was tested in hardware test application (hta) and confirmed function properly. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es when user opened the drawer medications was not shown. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.